Event description:
During routine preventative maintenance at zoll, the technician found that the device had a blooming display upon power up and no audio tones. There was no pt involvement in the reported malfunction.